Event description:
After 30 minutes of use the console alarmed and blood was noted in the tubing while patient was lying on side. The tubing was clamped and iab was removed and replacement catheter was utilized with no complication to the pt.